Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "two-year radiologic assessment of the pinnacle cup-a migration analysis with ebra" written by dammerer d, ruzicka a, blum p, putzer d, liebsch m, lair j, and thaler m. Published by archives of orthopaedic and trauma surgery published online/accepted by publisher 15 oct 2020 was reviewed. The article's purpose was to retrospectively study 159 patients (165 acetabular cups) who received an uncemented press-fit cup between 2013 and 2018 to measure migration after 2 years follow-up. Press-fit pinnacle acetabular cups were used for all cases. No acetabular cup screws were used. All acetabular liners were either polyethylene or ceramic. No patient specific identifiers were given within the article. Depuy products with known adverse event(s): pinnacle cup x 2, depuy poly liner, depuy ceramic liner, unknown depuy femoral head. Adverse events: multiple indications of acetabular cup loosening and migration with no indicated treatment. 7 cases of dislocation with revision of head and liner (1 case also involved revision of cup with no indication to reason why cup was revised when addressing dislocation.) 11 cases of infection with revision involving cup, liner, and head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.